Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a blurry image during nasofibroscopy procedure involving an olympus gastrointestinal videoscope. The intended procedure was completed using a competitor device. There was no patient injury reported.